Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the patient's guardian prepared to insert the catheter, and it was having a lot more resistance to go in. So, they pulled it back out and when we did there was blood on the tip of the catheter. The guidewire was poking out of the tip that you insert on the catheter. Another new catheter was opened and checked. The guide wire was not poking out and there was no problem inserting the new catheter.